Event description:
It was reported that the patient continued to feel painful stimulation after generator replacement. The lead was revised and the surgeon felt like she thought she could see some fluid in the insulation. No further relevant information has been received to date. The explanted lead has not been received to date. .

Event description:
It was initially reported the patient was having painful stimulation. Information was then received that the patient was referred for surgery. Surgery was completed and the generator was replaced prophylactically per the implant form. The lead impedance for the new implant and old leads was normal. It was noted that the lead was examined in surgery and they were unable to identify any fluid leaks and thus the lead was not replaced. It was questioned whether painful stimulation in the chest was normal with a working system however it was not noted whether the patient was still having painful stimulation in the chest after surgery. Impedances were reported to be normal. The revision was due to patient comfort reasons. The explanted device has not been received into analysis to date.